Event description:
It was reported that in a journal article the authors wanted to determine if the relative timing of far-field and near-field ventricular electrogram's (egm) from stored implantable cardioverter defibrillator (ICD) events of ventricular tachycardia (vt) may be used to distinguish antero-septal (as) or infero-lateral (il) vt in nonischemic cardiomyopathy (nicm). Data from 48 patients with nicm with either primarily as or il vt source who underwent a catheter ablation between 2003 and 2018 were analyzed. Only patient's with implantable cardioverter defibrillator (ICD) electrogram's (egm) of spontaneous vt events which could be matched with vts induced during the ablation procedure were included in the study -- 34 of the studies ICD's were manufactured by boston scientific. At the end of the catheter ablation there were three complications in the as vt group (pericardial effusion requiring drainage, groin hematoma, and pea arrest). There was one complication in the il vt group (pericardial effusion requiring drainage). In the patient with pea arrest, there were no residual complications present at hospital discharge. It was determined that in patients with nicm undergoing vt ablation, the relative timing of far-field and near-field ventricular ICD-egms from stored clinical vt events can be helpful to distinguish between as and il vt origin.